Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and will be returned back from the field for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified scratches on the side of the can, the device was also noted to be bulging around the area of the battery. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed reversion to safety mode.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified scratches on the side of the can, the device was also noted to be bulging around the area of the battery. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed reversion to safety mode.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed, and the pacemaker was explanted. No additional adverse patient effects were reported.